Manufacturer narrative:
D6: implanted date: device was not implanted d7: explanted date: device was not explanted the actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code 11 has been referenced in the conclusions section of h6. A review of the device history record and shipping inspection record of the product code/lot# combination was conducted with no findings. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022.

Event description:
The user facility reported that during a leg case, the physician noticed a split in the radifocus wire during use. A replacement was used to continue the case. The case was successful and the patient's condition was stable.

Event description:
Additional information was received on june 27, 2018. The coating on the wire was split. There was no blood loss due to the event.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information and the completed investigation. The actual sample was received for evaluation. Visual inspection upon receipt found that the urethane outer layer had been broken and lifted off the core wire at approximately 810mm from the distal end of the device, where the core wire was noted to have been exposed. It was also found that the urethane outer layer had been peeled off on approximately 823 - 829mm from the distal end of the device, where the core wire approximately 6mm in length was noted to have been exposed. Magnifying inspection of the above observed damaged segments obtained the findings as follows. The urethane outer layer peeled off the core wire had been rolled back over the wire in the proximal direction. The edges of the broken and peeled urethane outer layer presented the configuration which implied that the urethane outer layer had been ripped off. The length of the rolled back portion of the urethane outer layer was approx. 6mm, which was equivalent to that of the exposed core wire. The shape of the edges of the broken urethane outer layer was confirmed to match each other. From these findings, it is likely that there was no missing portion of the urethane outer layer on the actual sample. The outside diameter of the shaft was measured on the undamaged segment and confirmed to meet the specifications. A metal torque device was attached and tightened to a current product sample of the involved product code. In this state the test sample was pulled in the proximal direction through the torque device. As the result, the test sample was exposed to excessive abrading load. The urethane outer layer, after having been ripped off, peeled off the core wire and rolled back over the wire in the proximal direction. The state of damage on the test sample was confirmed to be similar to that on the actual sample. IFU: do not use a metal torque device with the glidewire. Use of a metal torque device may result in damage to the glidewire. Do not use the glidewire with devices which contain metal parts such as atherectomy catheters, laser catheter, or metal introduction device as they may cause the glidewire plastic coating to shear and/or sever the wire. There is no evidence that this event was related to a device defect or malfunction. It is likely that the actual sample was subjected to excessive abrading load due to it being pulled in the proximal direction through a metal device (such as a metal torque device) which was tightly fixed on it, resulting in the generation of roll- back of the urethane outer layer in the proximal direction. However, the exact cause of the reported event cannot be definitively determined based on the available information.